Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during therapy. It was stated that during secondary infusions, medication was remaining in the bags. The event occurred at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.